Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. The reported event of high pacing impedance was not confirmed.

Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was high pacing lead impedance noted on the left ventricular (lv) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.